Event description:
According to the reporter, during an open colectomy procedure, the staple line leaked stool after completing the anastomosis. The surgeon used another device to redo the anastomosis and suctioned the stool out of the bowel. Then, used a suture to tie the previous staple line between the anvil and stapler. It was stapled again and did a leak test in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.